Event description:
The core impaction drill was sent for eval due to overheating during a procedure. The procedure was completed with a readily available alternate device without any procedure delay. No adverse event was associated with the device.

Manufacturer narrative:
Worn bearings and corrosion of the motor sockets were identified as the probable cause of the device overheating. Worn bearings and corrosion damage can lead to increased heat production due to increased friction between the two surfaces of the moving parts within the device.